Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. The lead was pulled back in pocket and a guidewire could not be advanced through the lead. The lead was extracted. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.